Event description:
(B)(4). Placed 2012. Experienced extreme pain during insertion and almost passed out. Right coil would not release. Had to be pulled out and collapsed fallopian tube. Then another coil was forced through. I was in pain until I was buckled over. Went in and found that the coil had punctured through my right tube. Had to go though a bilateral salpingectomy to remove both coils at (B)(6). Pain and discomfort continued. I have constant blood loss, debilitating pain so intense I am left unable to walk, high blood pressure, breast tenderness, headaches, bladder, and bowel issues. I am now needing a hysterectomy at the age of (B)(6) to continue to remove scar tissue, uterus, and one ovary.